Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of lupus, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with skinvive¿ by juvéderm. Patient developed hard nodules and disclosed they have non-device related lupus. Patient was treated with hylanex, vi peels, and steroids. Symptoms improved but are on-going.